Manufacturer narrative:
Investigation summary a complaint of connection issues was received from the customer. Photos of the set were provided by the customer. In the photos the male luer can be seen to not fully connect to the texium tip. A device history record review could not be performed on model 4301-0007t because the lot number is unknown. Due to a physical sample not being received, a definitive root cause could not be determined. A potential root cause was determined to be solvent residues in the fixture when the torque is applied, that cause a weak assembly and a disconnection between the components. A quality notification was created to address this issue that include corrective actions for this defect. This includes cleaning of the assembly fixture and removing the solvent residues.

Event description:
It was reported that the bd alaris low sorbing extension set experienced tubing separation. The following information was provided by the initial reporter: the defective tubing at the clear part where the tubing and texium tip connect is not fully threaded. This resulted in a chemotherapy spill from that connection and it leaked on a patient.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of connection issues was received from the customer. Photos of the set were provided by the customer. In the photos the male luer can be seen to not fully connect to the texium tip. A device history record review could not be performed on model 4301-0007t because the lot number is unknown. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris low sorbing extension set experienced tubing separation. The following information was provided by the initial reporter: the defective tubing at the clear part where the tubing and texium tip connect is not fully threaded. This resulted in a chemotherapy spill from that connection and it leaked on a patient.